Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with inaccurate delivery from the pump. The reporter stated that on (B)(6) 2014, an unspecified inaccurate delivery issue occurred and that there had been no pump setting adjustments before or after the alleged event. Reportedly, on (B)(6) 2014, the patient's blood glucose (bg) was in the 400's mg/dl with unspecified ketones and symptoms of abdominal pain, nausea, vomiting, polydipsia, polyuria, and symptoms of dehydration (dizzy, lightheaded). It was reported that the patient was hospitalized and treated with insulin via the pump and IV fluids. At the time of the call, the patient reportedly remained hospitalized and information about continued pump use was not provided. Troubleshooting determined that the basal and bolus settings matched the patient's programmed settings. It was further reported that the patient had had an unspecified illness and that the initial reporter was a poor historian. This complaint is being reported for alleged hyperglycemia associated with pump use and for a pump malfunction of an unknown cause.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2014 with the following findings: the last basal delivery was on (B)(6) 2014 and the last bolus was on (B)(6) 2014. The pump history showed that the pump was manually suspended (B)(6) 2014 and manually resumed (B)(6) 2014 for a total of 10 hours, 3 minute pump suspension. The alarm history showed typical usage alarms. The basal and boluses add up appropriately to total the total daily doses indicating that the pump was delivering accurately until the last date used. The pump was found to be delivering within required range at the conclusion of delivery accuracy testing. Product analysis was unable to duplicate the reported complaint. Unrelated to the initial complaint, the battery compartment was observed to be cracked from the bumper pad to the cover. The returned battery cap was able to carefully attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.